Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During evaluation it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device trigger did not move smoothly and was sticky, and would not run. It was further determined that the device failed pre-test for check triggers and check power with the test bench. The assignable root cause was determined to be traced to user which is user error. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device trigger did not move smoothly and was sticky. It was further determined that the device would not run and failed pre-test for check triggers and power with the test bench. It was noted in the service order that the device rotation button was found to be loose during an unspecified surgical procedure. It was reported that there were no delays to the surgical procedure. It was not reported if there was a spare device was available. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.